Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2011, a trifecta valve was implanted. On (B)(6) 2017, valve deterioration, calcification was reported. On (B)(6) 2017 the valve in valve procedure was performed. On (B)(6) 2018 the patient expired due to gastrointestinal bleeding with lymphoma. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The reported event of unspecified valve deterioration and calcification in april of 2017 could not be confirmed. Patient death 9 months following intervention was also reported. The results of the investigation are inconclusive since a valve in valve procedure was performed and the device remains implanted and therefore was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for nearly 6 years at the time of valve in valve intervention, and the patient had comorbidities including gastrointestinal bleeding and b-cell non-hodgkin lymphoma, which contributed to the patient death.